Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements higher than 3000 ohms in the right atrial (ra) channel. Technical services (ts) was contacted and reviewed the data. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).